Event description:
On multiple occasions, with several tracheostomy tubes, homecare pt has not been able to securely attach respiratory swivel adaptors to the 15mm connector of the inner cannulae. Reporter states that the connector appears undersized. This was detected moments to hrs after the cfn devices were inserted. Initial reporters could no identify the exact quantity or the specific size cfn device as pt's records were temporarily misplaced. Add'l pt/device/event info has been requested. It is unknown if the devices are available to be returned to the MFR for identification, analysis and investigation. As of the date of this submission the devices have not been received.